Event description:
During a laparoscopic cholecystectomy, the tissue pad suddenly loosened.led to the device not holding the tissue tightly. Changed to electrosurgery to finish the procedure. No pt consequence reported.